Manufacturer narrative:
A philips remote service engineer (rse) dispatched a philips technical consult (tc) to the field for further support. Once onsite, the tc gathered logs, status, and monitor data for evaluation. Additional information was received, the father of the infant patient found the patient with a skin color change and indicated to nursing staff that the patient was choking. The nurse was in the room preparing for update to parents on the patient's condition. The father verbalized the change in the patient's condition, and the nurse went to the bedside, noting the patient's skin was dark blue and the patient was apneic. The monitor was not measuring spo2 during this time, which was previously noted to be an issue. Vigorous stimulation and bulb suction was performed, with visible milk in the back of the patient's throat. Blow by oxygen was administered until a new monitor could be connected as the original monitor was not reading spo2. The patient's color and oxygen status returned to baseline after intervention, at which time the parents of the patient requested the patient be moved to a different room. Summary of technical complaint investigation: the logs collected by the tc were relayed to the internal product support engineer (pse) for further analysis. The logs revealed the monitor stopped measuring spo2 for a prolonged period of time before the patient began choking. The logs showed that the monitor repeatedly annunciated a ¿spo2 sensor off¿ inop with visual inop banner from around 22:25 until the time the patient¿s deteriorated condition was noticed. The central station logging demonstrates that the system was correctly providing notifications of the situation as the spo2 sensor alternated between complete loss of signal and partial signal acquisition. The fact that the logs indicate the device did in fact alarm audibly for an extended period, indicates that there was no device malfunction and that this issue was not related to the spo2 searching issue philips previously thought. That said, there will not be an iia initiated for this complaint. 7/17/2025 01:42:25 my institution e427 spo2 80 <91 ended. Nicu427 7/17/2025 01:18:17 my institution e427 spo2 90 <91 generated at 01:18:16. Nicu427 7/17/2025 01:14:36 my institution e427 spo2 88 <91 ended. Nicu427 7/16/2025 23:46:42 my institution e427 spo2 88 <91 generated at 23:46:40. Nicu427 7/16/2025 23:37:20 my institution e427 spo2 no sensor ended. Nicu427 7/16/2025 23:37:17 my institution e427 spo2 no sensor generated at 23:37:14. Nicu427 7/16/2025 23:37:15 my institution e427 spo2 - from off to on nicu427 7/16/2025 23:33:15 my institution e427 spo2 - from on to off nicu427 7/16/2025 23:33:15 my institution e427 spo2 no sensor ended. Nicu427 7/16/2025 23:32:47 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:32:47 my institution e427 spo2 no sensor generated at 23:32:45. Nicu427 7/16/2025 23:32:46 my institution e427 spo2 sensor off generated at 23:32:44. Nicu427 7/16/2025 23:31:17 my institution e427 spo2 - high limit: from 100 to 100 low limit: from 92 to 91 nicu427 7/16/2025 23:30:14 my institution e427 spo2 - high limit: from 100 to 100 low limit: from 91 to 92 nicu427 7/16/2025 23:30:09 my institution e427 spo2 - on nicu427 7/16/2025 23:29:55 my institution e427 spo2 no sensor ended. Nicu427 7/16/2025 23:29:37 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:37 my institution e427 spo2 no sensor generated at 23:29:35. Nicu427 7/16/2025 23:29:36 my institution e427 spo2 sensor off generated at 23:29:34. Nicu427 7/16/2025 23:29:33 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:30 my institution e427 spo2 sensor off generated at 23:29:29. Nicu427 7/16/2025 23:29:28 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:26 my institution e427 spo2 sensor off generated at 23:29:24. Nicu427 7/16/2025 23:29:23 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:22 my institution e427 spo2 sensor off generated at 23:29:20. Nicu427 7/16/2025 23:29:19 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:17 my institution e427 spo2 sensor off generated at 23:29:15. Nicu427 7/16/2025 23:29:15 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:13 my institution e427 spo2 sensor off generated at 23:29:11. Nicu427 7/16/2025 23:29:10 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:09 my institution e427 spo2 sensor off generated at 23:29:07. Nicu427 7/16/2025 23:29:06 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:04 my institution e427 spo2 sensor off generated at 23:29:02. Nicu427 7/16/2025 23:29:02 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:29:00 my institution e427 spo2 sensor off generated at 23:28:58. Nicu427 7/16/2025 23:28:57 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:56 my institution e427 spo2 sensor off generated at 23:28:54. Nicu427 7/16/2025 23:28:53 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:52 my institution e427 spo2 sensor off generated at 23:28:50. Nicu427 7/16/2025 23:28:48 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:46 my institution e427 spo2 sensor off generated at 23:28:44. Nicu427 7/16/2025 23:28:44 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:42 my institution e427 spo2 sensor off generated at 23:28:40. Nicu427 7/16/2025 23:28:39 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:38 my institution e427 spo2 sensor off generated at 23:28:36. Nicu427 7/16/2025 23:28:35 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:33 my institution e427 spo2 sensor off generated at 23:28:31. Nicu427 7/16/2025 23:28:31 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:29 my institution e427 spo2 sensor off generated at 23:28:27. Nicu427 7/16/2025 23:28:26 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:25 my institution e427 spo2 sensor off generated at 23:28:23. Nicu427 7/16/2025 23:28:23 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:22 my institution e427 spo2 sensor off generated at 23:28:20. Nicu427 7/16/2025 23:28:19 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:17 my institution e427 spo2 sensor off generated at 23:28:15. Nicu427 7/16/2025 23:28:14 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:13 my institution e427 spo2 sensor off generated at 23:28:11. Nicu427 7/16/2025 23:28:10 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:09 my institution e427 spo2 sensor off generated at 23:28:07. Nicu427 7/16/2025 23:28:05 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:28:03 my institution e427 spo2 sensor off generated at 23:28:01. Nicu427 7/16/2025 23:28:01 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:59 my institution e427 spo2 sensor off generated at 23:27:57. Nicu427 7/16/2025 23:27:56 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:55 my institution e427 spo2 sensor off generated at 23:27:53. Nicu427 7/16/2025 23:27:52 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:50 my institution e427 spo2 sensor off generated at 23:27:48. Nicu427 7/16/2025 23:27:48 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:46 my institution e427 spo2 sensor off generated at 23:27:44. Nicu427 7/16/2025 23:27:43 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:42 my institution e427 spo2 sensor off generated at 23:27:40. Nicu427 7/16/2025 23:27:39 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:38 my institution e427 spo2 sensor off generated at 23:27:36. Nicu427 7/16/2025 23:27:35 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:33 my institution e427 spo2 sensor off generated at 23:27:31. Nicu427 7/16/2025 23:27:31 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:29 my institution e427 spo2 sensor off generated at 23:27:27. Nicu427 7/16/2025 23:27:25 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:24 my institution e427 spo2 sensor off generated at 23:27:23. Nicu427 7/16/2025 23:27:21 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:19 my institution e427 spo2 sensor off generated at 23:27:17. Nicu427 7/16/2025 23:27:17 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:15 my institution e427 spo2 sensor off generated at 23:27:13. Nicu427 7/16/2025 23:27:12 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:11 my institution e427 spo2 sensor off generated at 23:27:09. Nicu427 7/16/2025 23:27:08 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:06 my institution e427 spo2 sensor off generated at 23:27:04. Nicu427 7/16/2025 23:27:04 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:27:02 my institution e427 spo2 sensor off generated at 23:27:00. Nicu427 7/16/2025 23:26:59 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:58 my institution e427 spo2 sensor off generated at 23:26:56. Nicu427 7/16/2025 23:26:55 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:54 my institution e427 spo2 sensor off generated at 23:26:52. Nicu427 7/16/2025 23:26:51 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:49 my institution e427 spo2 sensor off generated at 23:26:47. Nicu427 7/16/2025 23:26:47 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:45 my institution e427 spo2 sensor off generated at 23:26:43. Nicu427 7/16/2025 23:26:41 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:40 my institution e427 spo2 sensor off generated at 23:26:39. Nicu427 7/16/2025 23:26:37 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:35 my institution e427 spo2 sensor off generated at 23:26:33. Nicu427 7/16/2025 23:26:32 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:31 my institution e427 spo2 sensor off generated at 23:26:29. Nicu427 7/16/2025 23:26:28 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:27 my institution e427 spo2 sensor off generated at 23:26:25. Nicu427 7/16/2025 23:26:24 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:22 my institution e427 spo2 sensor off generated at 23:26:20. Nicu427 7/16/2025 23:26:20 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:18 my institution e427 spo2 sensor off generated at 23:26:16. Nicu427 7/16/2025 23:26:15 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:14 my institution e427 spo2 sensor off generated at 23:26:12. Nicu427 7/16/2025 23:26:11 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:09 my institution e427 spo2 sensor off generated at 23:26:07. Nicu427 7/16/2025 23:26:06 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:26:05 my institution e427 spo2 sensor off generated at 23:26:03. Nicu427 7/16/2025 23:26:00 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:25:59 my institution e427 spo2 sensor off generated at 23:25:58. Nicu427 7/16/2025 23:21:47 my institution e427 spo2 79 <91 ended. Nicu427 7/16/2025 23:21:13 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:21:11 my institution e427 spo2 sensor off generated at 23:21:09. Nicu427 7/16/2025 23:21:06 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:21:05 my institution e427 spo2 sensor off generated at 23:21:04. Nicu427 7/16/2025 23:20:55 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:20:53 my institution e427 spo2 sensor off generated at 23:20:51. Nicu427 7/16/2025 23:20:48 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:20:47 my institution e427 spo2 sensor off generated at 23:20:45. Nicu427 7/16/2025 23:20:24 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:20:22 my institution e427 spo2 sensor off generated at 23:20:21. Nicu427 7/16/2025 23:20:19 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:20:18 my institution e427 spo2 sensor off generated at 23:20:17. Nicu427 7/16/2025 23:20:10 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:20:09 my institution e427 spo2 sensor off generated at 23:20:07. Nicu427 7/16/2025 23:19:52 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 23:19:51 my institution e427 spo2 sensor off generated at 23:19:49. Nicu427 7/16/2025 22:34:08 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:34:06 my institution e427 spo2 sensor off generated at 22:34:06. Nicu427 7/16/2025 22:34:02 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:34:00 my institution e427 spo2 sensor off generated at 22:33:59. Nicu427 7/16/2025 22:33:58 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:56 my institution e427 spo2 sensor off generated at 22:33:55. Nicu427 7/16/2025 22:33:53 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:52 my institution e427 spo2 sensor off generated at 22:33:51. Nicu427 7/16/2025 22:33:49 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:48 my institution e427 spo2 sensor off generated at 22:33:47. Nicu427 7/16/2025 22:33:43 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:42 my institution e427 spo2 sensor off generated at 22:33:42. Nicu427 7/16/2025 22:33:39 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:37 my institution e427 spo2 sensor off generated at 22:33:37. Nicu427 7/16/2025 22:33:35 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:33 my institution e427 spo2 sensor off generated at 22:33:33. Nicu427 7/16/2025 22:33:30 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:29 my institution e427 spo2 sensor off generated at 22:33:29. Nicu427 7/16/2025 22:33:13 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:12 my institution e427 spo2 sensor off generated at 22:33:11. Nicu427 7/16/2025 22:33:09 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:07 my institution e427 spo2 sensor off generated at 22:33:06. Nicu427 7/16/2025 22:33:03 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:33:02 my institution e427 spo2 sensor off generated at 22:33:02. Nicu427 7/16/2025 22:32:47 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:32:46 my institution e427 spo2 sensor off generated at 22:32:46. Nicu427 7/16/2025 22:32:39 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:32:37 my institution e427 spo2 sensor off generated at 22:32:37. Nicu427 7/16/2025 22:32:34 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:32:33 my institution e427 spo2 sensor off generated at 22:32:32. Nicu427 7/16/2025 22:32:30 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:32:29 my institution e427 spo2 sensor off generated at 22:32:28. Nicu427 7/16/2025 22:25:57 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:56 my institution e427 spo2 sensor off generated at 22:25:56. Nicu427 7/16/2025 22:25:53 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:51 my institution e427 spo2 sensor off generated at 22:25:51. Nicu427 7/16/2025 22:25:49 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:47 my institution e427 spo2 sensor off generated at 22:25:47. Nicu427 7/16/2025 22:25:44 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:43 my institution e427 spo2 sensor off generated at 22:25:43. Nicu427 7/16/2025 22:25:40 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:38 my institution e427 spo2 sensor off generated at 22:25:38. Nicu427 7/16/2025 22:25:36 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:34 my institution e427 spo2 sensor off generated at 22:25:34. Nicu427 7/16/2025 22:25:31 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:30 my institution e427 spo2 sensor off generated at 22:25:30. Nicu427 7/16/2025 22:25:27 my institution e427 spo2 sensor off ended. Nicu427 7/16/2025 22:25:26 my institution e427 spo2 sensor off generated at 22:25:25. Nicu427 based on the information available and the logs provided, there were no problems identified within the log. The system was confirmed to be working according to specification the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device stopped measuring spo2 during a patient desaturation event. It was indicated the patient was harmed and turned purple. The patient was then transferred to another room and monitor. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received, the father of the infant patient found the patient with a skin color change and indicated to nursing staff that the patient was choking. The nurse was in the room preparing for update to parents on the patient's condition. The father verbalized the change in the patient's condition, and the nurse went to the bedside, noting the patient's skin was dark blue and the patient was apneic. The monitor was not measuring spo2 during this time, which was previously noted to be an issue. Vigorous stimulation and bulb suction was performed, with visible milk in the back of the patient's throat. Blow by oxygen was administered until a new monitor could be connected as the original monitor was not reading spo2. The patient's color and oxygen status returned to baseline after intervention, at which time the parents of the patient requested the patient be moved to a different room. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.